Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning (sensation), itching, and raised skin. The patient did seek medical treatment and was prescribed antibiotics. The patient reported that they did follow proper skin preparation.